Event description:
It was reported that during a sleeve gastrectomy procedure, the device locked out. No other details of the event are known. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Cartridge pan the analysis results that one (B)(4) device was returned with no visual non-conformances and without reload present. In addition a cartridge pan was received tapped to the device. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.